Event description:
The customer reported that the system has a frayed power cord. No injuries to the pt were reported.

Manufacturer narrative:
The ge service rep found the ground prong on the power plug to be loose and needs to be replaced. The rep replaced the power plug and tested by booting several times with no errors. The system is functioning as intended.